Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that patient had lifted a washer/dryer, after which patient had an uncomfortable feeling. It was found the ipg had shifted. In turn, surgical intervention was undertaken on (B)(6) 2019 wherein the ipg was repositioned. Postoperatively, the discomfort had resolved.